Event description:
The facility representative contacted an (B)(6) baxter employee to report a flogard infusion pump with "keypads were inoperative at channel 2." This condition had the potential to interrupt delivery. This event occurred before use of the device. Other products involved are unknown. The device is available. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "keypads were inoperative at channel 2" was confirmed by baxter personnel in the sample evaluation. The root cause of this condition was determined to be fluid ingress. Keypad inventory is not available, therefore the pump will be not be repaired and will be scrapped. A service history review revealed no previous service events were related to the reported condition. A device history recort review revealed that no abnormalities were found. Should additional information be received, a follow-up medwatch will be submitted.